Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) identified that the full height (fh) cubie in drawer 1 was missing a 2x2 pocket in the e row. The fse accessed the hardware test application (hta) and moved a 2x2 pocket from the d row into the empty space in the e row. The functionality of the pocket was thoroughly tested by performing ten consecutive close operations, all of which were successful. The customer agreed to stock the medication in an alternate location within the pyxis system to monitor if the issue reoccurred. As a precautionary measure, the fse also replaced the retractor band and reseated the cable header in the row. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.